Manufacturer narrative:
The tip of the wire appears severely deformed, which is consistent with the event report which describes the "wire becoming prolapsed in extremely tortuous anatomy." Analysis of the fracture surface indicates that the fracture was not of a brittle nature and more likely due to material overload. It is likely that operational context contributed to the fracture. No further actions are warranted at this time as the device failure is within expected levels per the risk analysis. We will continue to monitor post market surveillance feedback for any negative trends in the performance of the device.

Event description:
Complaint text received as follows: "this device was returned without oos documentation from biotronik rep (B)(4). Per biosmart, while attempting to probe the anterior cardiac vein the streamer became prolapsed due to extremely torturous anatomy. At this point, the radiopaque portion of the distal end of the guide wire broke off in the anterior cardiac vein. The wire fragment was retrieved from the pt and no adverse pt effects have been reported. Should additional information become available, this file will be updated."